Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump has a blank display. Customer stated that she threw up all over the insulin pump. Customer's blood glucose levels were not included in the report. Customer was not able to complete troubleshooting at the time of the call. Customer will call back to complete troubleshooting. Product is not being returned or replaced.